Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "had allergen tsm textured implants fitted, have been suffering for a while now with what they thought were peri and menopause symptoms. Aching joints, constantly tired, dizziness, breaking hair, rashes to name a few. Someone mentioned about breast implant illness which caused them to do some research hence now finding out these implants are potentially dangerous. They are scared now and they don¿t know what to do so they would really appreciate some information or help on what is needed to do next". Patient later reported "capsular contracture, baker grade 3". The events of dizziness, pain, malaise, and varied injuries are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported left side "had allergen tsm textured implants fitted, have been suffering for a while now with what they thought were peri and menopause symptoms. Aching joints, constantly tired, dizziness, breaking hair, rashes to name a few. Someone mentioned about breast implant illness which caused them to do some research hence now finding out these implants are potentially dangerous. They are scared now and they don¿t know what to do so they would really appreciate some information or help on what is needed to do next". Patient later reported "capsular contracture, baker grade 3". The events of dizziness, pain, malaise, and varied injuries are not device related. Device remains implanted.